Manufacturer narrative:
Additional information has been requested to the representative. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device oversensed atrial flutter on the ventricular channel, which resulted in pacing inhibition. The patient experienced more than two seconds of asystole, although it is unknown if patient was symptomatic. Technical services recommended to reprogram this device as the issue was likely due to the automatic gain control setting. This device remains in service and no additional adverse patient effects was reported.